Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lead dislodged, was repositioned, dislodged again and was replaced the next day.